Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing and high capture threshold resulting in loss of capture. No intervention was performed. The patient was stable.